Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they don¿t remember when their issues were first observed. They stated that the ins would not charge. The patient mentioned that they called manufacturing representative (rep), but the rep canceled 2 appointments. They noted that no further actions were taken to resolve the issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient¿s implantable neurostimulator (ins) is no longer functioning. The hcp also mentioned that per the patient, their leads are not in the right place. They also mentioned that the patient was implanted for lumbar issues, and that the device provided pain relief, but the patient is currently in pain. No further complications were reported or anticipated.